Manufacturer narrative:
H3: the complaint product will not be returned to manufacturer. Therefore, this report is based solely on customer provided information. The product was returned and reviewed by the distributor and confirmed tear in drape. The DHR was reviewed and found no issues noted during production. Historical complaint data review identified one other complaint for holes/tears for this sku in the last 2 years, however the complaint could not be confirmed after evaluation of return samples. With the information available the root cause could not be determined; therefore no further corrective or preventative actions are necessary at this time. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented, and acted upon as warranted. Manufacturer reference file#: (B)(4).

Event description:
Complaint#: (B)(4) before procedure, partially torn drape was found when opening the package. As a result, the drape was returned and reviewed at gadelius medical k.k. The torn drape, 18cm long (7.1" long), was confirmed.